Manufacturer narrative:
(B)(4). Patient age: over 18 years old. The returned device matches with upn and lot provided by the customer. The device has a kink at 14mm from the tip while in the neutral position (between ring 1 and 2). In addition the tip and the rings #1 and #2 has broken adhesive and fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are placed in the template shaded areas, the device passed the dimensional test. However, the device has a kink at the distal section. As per x ray image attached, the center support is kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Complaint reportable upon analysis completed on 28july2015. It was reported that a catheter bend occurred. The lesion being treated was located between the right atrium and the right ventricle while using a intellatip mifi xp temperature ablation catheter to treat an atrial flutter, it was noted that the target region was uneven. Therefore, the physician manipulated the handle with strong force to bend the catheter and ablation was performed a few times. The catheter was then removed from the patient and the physician noticed that the part between the 2nd and 3rd electrode had been bent at a 90-degree angle. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good. Device analysis found broken adhesive.